Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were able to be confirmed. The reported difficult to advance was unable to be replicated in a testing environment as it was based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, a .014¿ unspecified guide wire was used with the absolute pro. It should be noted the absolute pro self-expanding stent system instructions for use (IFU) states: one (1) 0.035" (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. The deviation of the IFU appears to have caused/contributed to the reported difficulties. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the IFU as it is likely that resistance with the acute bifurcation of the anatomy resulted in the reported difficult to advance. Use of the undersized 0.014" guide wire in conjunction with interaction with the acute bifurcation of the anatomy resulted in the noted multiple stent sheath kinks resulting in preventing the shaft lumens from moving freely: thus, resulting in the reported mechanical jam and the reported activation/deployment failure. Further interaction/manipulation of the device resulted in the noted partially separated outer member-stent sheath bond area likely contributing to the reported difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017: failure to follow steps / instructions.

Event description:
Returned device analysis found that a partial separation was noted at the outer member-stent sheath bond area. A .014 unspecified guide wire was used with the absolute pro. No additional information was provided.

Event description:
It was reported that the procedure was to the left external iliac artery that had to pass a very acute bifurcation. When advancing the 9.0x40mm absolute pro self-expanding stent resistance was felt at the bifurcation due to the angle, but made it to the target lesion. When attempting to deploy the stent the stent only partially deployed as the thumbwheel would not turn anymore. A herculink stent was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.